Manufacturer narrative:
Result and conclusion: incorrect footboard was installed on bed; correct footboard installed and bed exit worked as specified.

Event description:
It was reported by service report that the bed exit was not working. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.